Event description:
Customer's wife states that she attempted to test the customer on the aviva meter, but obtained an error. Customer was feeling jittery, sweaty, and had no appetite at the time of the test. Customer's wife took him to the clinic, where again they obtained an error on the aviva meter. Doctor then obtained a reading on his meter with a result of 263 mg/dl. Customer was given 14 units of novolog at the clinic and retested at 124 mg/dl about 45 minutes later. Customer was then released. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.